Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implantable pulse generator (ipg) was replaced. Reportedly, the device had reached its end of life. The procedure was reportedly completed without complications, and stimulation therapy was restored postoperatively.